Event description:
It was reported that blood was found in centrifuge tube with a bd microtainer® pst¿ tubes with lh (lithium heparin). The following information was provided by the initial reporter: it was reported that blood was found in centrifuge tube bucket. Leading staff to believe it went through plastic while spinning. Plasma and gel separator still intact in tube. Customer reported, - "when taking sample out of centrifuge, noticed that bottom of tube was bloody. The centrifuge well that sample was in was full of blood. Appeared as if red cells were forced out bottom of tube during centrifugation (plasma and gel still in tube). Happened on two separate occasions <1 month apart in two different wells in the centrifuge.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that complaint of previously submitted MFR. Report # 2618282-2019-00141 / patient identifier (B)(6). Therefore, this complaint will be canceled.

Manufacturer narrative:
Initial reporter phone #:unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood was found in centrifuge tube with a bd microtainer® pst¿ tubes with lh (lithium heparin). The following information was provided by the initial reporter: it was reported that blood was found in centrifuge tube bucket. Leading staff to believe it went through plastic while spinning. Plasma and gel separator still intact in tube. Customer reported, - "when taking sample out of centrifuge, noticed that bottom of tube was bloody. The centrifuge well that sample was in was full of blood. Appeared as if red cells were forced out bottom of tube during centrifugation (plasma and gel still in tube). Happened on two separate occasions <1 month apart in two different wells in the centrifuge.